Event description:
It was reported by service report that there was a reduction of brake force. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: brake crank assembly.